Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 6. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3382 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, the nurse was notified of the iipv found during device evaluation. Per nurse, hp is actually having constipation issues, causing draining difficulty. The nurse stated that it seems that the draining issue due to constipation is what caused the incident of overfill also. Per nurse, the hp had been on lactulose for the constipation, however, hp had been non-compliant. The nurse stated that she re-asserted to the hp the importance of not being constipated and advised to take the medicine as prescribed. The nurse stated that hp is doing fine otherwise and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The baxter's product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The device functioned normally during pal testing. The cause of the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet functional and electrical performance specification requirements. A service history review (shr) revealed that no issues that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.